Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. X-rays confirmed to have coiled around the ipg. Surgical intervention was undertaken during which the leads were explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.